Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 520mg/dl and diabetic ketoacidosis. The customer treated with an IV drip. Customer indicated that this was a past event and wanted to document the incident only. Customer declined high blood glucose troubleshooting.